Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported: "the display will suddenly read "disconnected", for a few seconds, then return to connected, and start measuring again. Upon reconnection psi peaking at 100 mid case." No consequences or impact to patient was reported.

Event description:
It was reported: "the display will suddenly read "disconnected", for a few seconds, then return to connected, and start measuring again. Upon reconnection psi peaking at 100 mid case." No consequences or impact to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned module was evaluated. External visual inspection showed no issues with the sedline module but a break in the case of the root docking station. During evaluation the device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device passed measurement testing, readings obtained were comparable to a known good root and module, the unit was able to obtain measurement continuously for 30 minutes. No loss of measurements was observed when moving the module and bending the cable. The unit was determined to be functioning as designed. (B)(6). (B)(4). Date of manufacture was corrected from a blank field to 08/10/2017.